Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported angina appears to be a cascading effect of pericardial effusion. However, a cause for the reported pericardial effusion cannot be determined. Pericardial effusion and angina are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. Two clips were implanted, reducing mr to grade <1. Few hours post-procedure, the patient experienced chest pain. Echocardiogram revealed pericardial effusion. Pericardiocentesis was performed. The patient is reported to be stable. It is unknown if the mitraclip contributed to the effusion. There were no device issues or malfunctions. No additional information was provided.